Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1310 and failed accuracy. There was no reported adverse event.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received indicating that there was no patient involvement.